Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the patient was going to the operating room (or) when he died. The cause of death was reported as purulent peritonitis. An autopsy was not performed.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient began with abdominal pain, hypotension and oliguria. The patient was diagnosed with sepsis. The patient had urgent surgery, the gastrostomy tube was moved 8 cm into the gastric cavity due to that fact, it was not sealing the gastric wall leading to a peritonitis, surgical findings: gastric perforation, purulent peritonitis. The patient also developed an adynamic ileo and acute renal failute the patient was treated with tazocel. On (B)(6) 2017 the patient was in intensive care on a ventilator.